Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up in clinic, ventricular oversensing was observed. Reprogramming was performed and lead remains implanted.